Event description:
It was reported that the intra-aortic balloon pump (iabp) was not able to place the pump in standby with either key (hard-key or touchscreen). The power indicator was red even though the pump was plugged in and working well. The pump was powered down and up again. The problem was resolved. The power indicator worked and the keys were all functional. It was reported that the patient was meeting goals of therapy and the pump was functioning properly. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "unable to place the pump on standby" is not able to be confirmed. The root cause of the complaint is undetermined. If additional information or part is received at a later date, the notification will be reopened, and a full investigation will be completed. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. The reported complaint will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) was not able to place the pump in standby with either key (hard-key or touchscreen). The power indicator was red even though the pump was plugged in and working well. The pump was powered down and up again. The problem was resolved. The power indicator worked and the keys were all functional. It was reported that the patient was meeting goals of therapy and the pump was functioning properly. There was no report of patient complication or serious injury and death.